Manufacturer narrative:
Case- (B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes and an update on the patient was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing record has been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. It was reported that the trinity liner was implanted with a non-corin head and neck adaptor. It is possible that the use of a competitor head and neck with the corin liner may have contributed to the event. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing record will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner after approximately 1 year and 6 months due to dislocation.